Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent an ablation procedure for ventricular tachycardia (vt) procedure with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade and death. Transseptal puncture was performed with a st. Jude medical brk needle. Ablation was performed before the effusion was discovered. Pericardiocentesis was performed. Patient suffered outcome of death later that evening. The physician¿s opinion is that the outcome is related to the patient condition and procedure. No steam pop was reported. No error messages on and biosense webster inc. (Bwi) equipment were reported.